Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope up/down function did not work properly, and the endoscope image did not match the actual angle. The endoscope was stuck when customer rotated the endoscope base by hand. The customer replaced the endoscope to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was inverted. The vision orientation changed on its own. The vision issue did not result in patient injury.